Manufacturer narrative:
(B)(4). G2 ¿ foreign ¿ germany. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent hip prosthesis insertion. Bodycardia, oxygen saturation reduction and circulatory instability has happened during operation. Patient has died. Further information in regards to the bone cement causing or contributing to the patient's death are unknown. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and corrected information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. An iso-setting test has been performed. A retain sample of the batch has been tested in the laboratory under standardized conditions (23°c; rel. Humid >=40 %). No unusual cement paste temperature and hardening time has been noticed. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. The review of the sterilization certificate indicates that the products were sterilized according to the specification. The review of the raw material certificate shows no non conformity or deviation device used for treatment. Medical records were provided and reviewed from a health care professional. It was reported that the patient had multiple cardiac comorbidities and compromise prior to the procedure. The surgery was delayed to prevent excessive blood loss due to chronic anticoagulation medications taken for the comorbid heart issues. After a fracture, it is common to develop clots and hematomas around the bone as the body attempts repair. These clots can break off and travel through the vascular and respiratory systems, increasing the risk for pulmonary embolism. The patient demonstrated cardiac compromise at the induction of anesthesia, which was termed "difficult" and required additional catecholamine medications not typically administered. After closure, the patient was taken to the intensive care unit, intubated, and on adrenaline to stabilize the cardiovascular system. Postoperative cardiac echo revealed snow flurries, which indicate embolisms (clots/debris) in the vascular system. The patient expired approximately 11 hours after surgery from cardiovascular collapse. No autopsy report or further information can be provided from the site. With the available information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.